Event description:
Reportedly, the surgeon attemped to close the enterotomy of the foudus with the 60-4.8mm roticulator sulu loaded onto an endo gia universal xl instrument handle and the instrument did not place properly formed staples on the stomach tissue. Therefore, the surgeon decided to use a new endo gia universal xl instrument handle loaded with a 60-3.5mm roticulator sulu and it placed properly formed staples on the tissue and 3.5mm roticulator sulu was applied to the site and it did not place properly formed staples on the tissue. Subsequently, the surgeon decided to convert the procedure to an open surgery and performed a bilroth one. As a result, the pt's pylorus was removed and the anastomosis was sutured to complete the case without further incident. Procedure: lap gastrectomy.